Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 120 mg/dl and the sensor glucose was 56mg/dl at the time of the incident. The customer reported that there was huge difference in blood glucose and sensor glucose readings and was not within acceptable range. Insulin delivery was suspended due to sensor glucose value of 56mg/dl. Suspend on low limit in sensor settings was 55mg/dl. The customer has suspended before low turned on. The sensor will not be returned for analysis.